Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise noted on the atrial lead; however the noise could not be reproduced with pocket manipulation. Lead to lead abrasion was discussed as a possibility as there was some noise on the ventricular lead as well. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.